Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery it was found that the plastic had broken off the inserter handle. No surgical delay.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.